Event description:
The event is reported as: complaint alleges the anesthesiologists reported a plastic yellow insert dislodged from the airway during use on a pt. Apparently, the pt bit so hard on the block that they dislodged the yellow plastic insert from the bite block. The insert was found inside the pt's mouth and retrieved. No reported pt injury.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.